Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain and a corrosion related disease.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Information was received that the patient's hip arthroplasty was revised due to high cobalt chromium levels.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): trilogy shell cat no. 00-6200-054-22 lot: 62238069 ; trilogy liner cat no. 00-6305-050-32 lot: 62265633; versys stem cat no: 00-4088-012-06 lot: 62085280 ; bone screw: cat no: 00-6250-066-35 lot: 62249773. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
No device was returned. Photograph of x-ray shows the hip construct in alignment. DHR review shows no deviations to the standard manufacturing process. The reported devices are used for treatment. Review of the complaint history identified no additional complaints for the part and lot combination. It was confirmed that the devices were used in an approved and compatible combination. The original implant surgery for the hip construct was performed without complication. Patient is bilateral with a right tha implanted in 2009. It is stated in patient medical records that patient followed rehabilitation protocol, had a moderate activity level, and is noted to have fair bone quality. On (B)(6) 2015, a follow up bilateral hip exam was performed. Patient had no neurovascular problems, gait irregularities, issues with sensation, or leg length discrepancies. Internal rotation of in flexion was noted to be slightly impinged. Patient was suffering moderate pain and tenderness in the greater trochanteric region. A left hip MRI revealed extensive low signal intensity material in the iliopsoas bursa, consistent with particle disease. In addition, MRI revealed severe partial tearing of the left gluteus minimus tendon with marked muscle atrophy. Mild chronic partial tearing of the gluteus medius tendon was also noted. Chromium ion levels were determined to be approximately 2.1 ug/l. Revision operative notes could not be obtained. Based on the information presented, it is not known if corrosion has occurred in the left hip construct in the same manner as the right hip. It is not known if the products implanted in the left hip contributed to the onset of the particle disease alleged by the surgeon. Therefore, a definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.